Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when attempting to administer a bolus, the customer received a recommended bolus of 13 units which was larger than the customer's normal bolus amount. Review of the pump settings with tandem technical support verified that the customer had incorrectly programmed the correction factor for 1 unit(u):5 mg/dl. Reportedly, the previous correction factor was set at 1u:55mg/dl. The customer successfully adjusted the pump settings. Blood glucose level was 169 mg/dl.